Manufacturer narrative:
(B)(4).

Event description:
The device is failing its self test with the "cannot use" message was played and the equipment beeped three times. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.